Event description:
Pt fell against a work table and suffred a mid-shaft fracture of the left clavicle. Subject plate was implanted. Eleven days later, the plate was noted as broken and was removed eight days later.